Event description:
It was reported that a 50-year-old caucasian female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant on the left side, and with 550cc mentor memorygel breast implant on the right side and experienced bilateral breast implant rupture, and right side capsular contracture; baker grade iii postoperatively; diagnosed via MRI scan. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral explanation and replacement with catalog number: 3505001bc; serial number: (B)(4) on the left side, and with catalog number: 3505501bc; serial number: (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2023, photo evaluation was completed and is summarized below: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).